Manufacturer narrative:
(B)(4). Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not shock defibrillation energy and the device gave a service indication, during maintenance. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The device was able to analyze and charge, but would not deliver energy when the shock button was pressed. Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to foreign material on relay, designator k1, on the analog pcb assembly, which was preventing parts in the relay from moving, closing the contacts, and delivering a shock.

Event description:
The customer contacted physio-control to report that their device would not shock defibrillation energy and the device gave a service indication, during maintenance. There was no patient use associated with the reported issue.